Manufacturer narrative:
Unit was powered on using the appropriate test equipment and it failed functional tests with motor stall error and overheating when power cord was bent at strain relief. Power cord assembly grew hot during testing. After troubleshooting, the cause of error was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed, only cosmetic. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution.

Event description:
It was reported that the mdu overheated and stalled out during a knee scope procedure. A backup device was used to complete the procedure. No injuries or complications were noted as a result.